Event description:
The customer reported the vertical lift assembly would not travel up or down. Vertical lift started to work in the afternoon. Symptom is intermittent. Customer continued to used system and adjusted table height. No pt injuries were reported.

Manufacturer narrative:
The service rep ordered a power supply. It will be replaced at a later time.